Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 558 mg/dl. The customer called her doctor and told her to take insulin. She took a manual injection. Her blood glucose level went down to 407 mg/dl. However, her blood glucose level went up again to 465 mg/dl. Her doctor said to go off the insulin pump if her blood glucose level continued to be high. The customer was taking 20 units of insulin at each meal. The customer was on her backup plan and stopped using the insulin pump two weeks ago. The insulin pump was stored without a battery for two weeks and alarmed battery out limit. After clearing the alarm, the insulin pump alarmed failed battery test. The insulin pump did not alarm failed battery test after troubleshooting. The device was not returned.